Event description:
We received a report that during the implantation of a intraocular lens, the iol would not unfold correctly in the eye and got caught on the incision. A vitrectomy was performed. No patient injury was reported.

Manufacturer narrative:
The intraocular lens was returned to our manufacturing site for investigation. The returned sample was inspected at 10x microscope magnification and revealed that the lens was received with surface residuals (fiber, particles) adhered the optic body compatible with handling the lens. No other condition was found in the returned sample. An operator performed the functional testing of the lens and the lubricity test passed. The lens unfolded properly after completed testing. The manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4).all pertinent information available to the manufacturer has been submitted. Placeholder.